Event description:
Lens was stuck in cartridge. Reported & returned rga# [redacted], fedex trk# [redacted]. Manufacturer response for iol, (brand not provided) (per site reporter). Issued rga# [redacted].